Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500 model: sc-8436-50 serial: (B)(6) batch: 7081778

Event description:
It was reported that the patient underwent an explant procedure due to stimulation causing discomfort. All device components were removed and were not returned.